Manufacturer narrative:
The gantry cable chain assembly (product: bi71000416, lot: 180514673 rev2) was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. Visual inspection showed signs of arcing. There was a small crack in the anode candlestick. Analysis found that the reported event was related to a mechanical issue. Fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. The x-ray tube (product: bi71000901, lot: 23818-0z rev. 1) was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed a crack in the anode well. The anode small filament measured 0.1 ohms and the large filament at 2 ohms. Analysis found that the reported event was related to a mechanical issue. Fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. The high voltage (hv) tank was returned to the manufacturer for analysis. The hv tank was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing planned maintenance (pm) during the overdue rad gain calibrations, the tube was arcing. The tube was checked before continuing with the pm, and there was an arcing trace. The wells still had enough oil. The field service engineer (fse) confirmed a leak. The arcing was on the anode side of the tube. E041 and tube were arcing during the pm. There was no patient involvement.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: bi71000901, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: bi71000469, serial/lot #: -, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the gantry cable chain, high voltage tank, and x-ray tube were replaced. Multiple calibrations and dose measurements were performed. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, c09 fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G04025 corresponds to the concomitant product bi71000416. G04060 corresponds to the concomitant product bi71000469. G04134 corresponds to the concomitant product bi71000901. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.